Manufacturer narrative:
A1 to a5 patient information was not provided. D4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in waukesha, united states. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 is blocked (e07). Reportedly the pump has already been replaced by the customer. The issue occured during procedure. There is no report of patient injury.

Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints data analysis did not identify any trends associated with this type of fault. Based on all the available information, it cannot be excluded that the most probable root cause of the reported issue was a defective pump. Furthermore, considering that the motor operates fully immersed in water, it cannot be ruled out that the cleaning and disinfection procedures performed at the customer site may have contributed to the component¿s failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.